Manufacturer narrative:
Information received from (B)(6). Planned revision of pinnacle/corail implants. Patient reportedly suffered from groin pain, there was grinding, clunking and reports of squeaking. Blood tests confirmed high levels of metal ions. Implanted on (B)(6) 2005, revision required (B)(6) 2013. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from (B)(6). Planned revision of pinnacle/corail implants. Patient reportedly suffered from groin pain, there was grinding, clunking and reports of squeaking. Blood tests confirmed high levels of metal ions. Implanted on (B)(6) 2005, revision required mid 2013. Update oct 18, 2017: pinnacle spreadsheet received. Added bone screw to the product information. This complaint was updated on nov 15, 2017.